Manufacturer narrative:
Internal file number - (B)(4). It is not known which of the two clips experienced the single leaflet device attachment (slda), therefore, the expiration date, UDI number and manufacturing date were provided for both clips. The results are as follows: cds0601(xtr) / 81210u265. Date of manufacture: 12-december-2018 expiration date: 12-december-2019 unique device identifier (UDI) number: (B)(4). Date of manufacture: 13-september-2018 expiration date: 13-september-2019. Unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents from the reported lots. Based on this information, the reported device damaged by another device (implanted) appears to be due to user technique/procedural circumstances and the slda appears to be a secondary effect of the reported tissue damage. A definite cause for the reported tissue damage could not be determined. The reported unchanged mitral regurgitation was a cascading effect of the reported slda. The reported patient effect of worsening mitral regurgitation and mitral valve tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda), requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2019, a second mitraclip procedure was performed. It was noted that one of the previously implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and the mr had increased to 4. In the physicians opinion, the slda was due to a tear in the leaflet. Imaging was difficult; however, one clip was implanted, stabilizing the slda clip. The mr was not reduced. A second mitraclip ntr clip delivery system (cds) was advanced to further stabilize the slda clip, but the cds interacted with the slda clip, causing it to loosen further. The ntr clip was implanted, but the mr remained at 4. No further clips were attempted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.